Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted and replaced due to dislodgement. Patient was admitted to hospital due to non capture, chest compressions were performed. Patient was taken for a CT scan and physicians confirmed that the lead was dislodged.